Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the locking components of the handpiece device were damaged, and the connector was damaged. It was noted that the tool could not be mounted, and there was resistance at 10.16 kohm. It was further determined that the device failed pretest for air pump assessment, direction control assessment, safety check assessment, cutter assessment, attachment assessment, and break out box motor resistance. It was noted in the service order that there were problems with implantation with the sample handpiece device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.